Event description:
It was reported that there was a power on reset (por) condition. The error code was noted to be 0400. Follow-up determined that a phone call was made to the patient to determine if the por had been cleared but the call had not yet been returned. Additional information received reported that the por was cleared and the patient was receiving good therapy and there were no issues with the spinal cord stimulator (scs). It was noted that the patient had some kind of power surge at her house that caused the por message. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).